Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pockets failed to open. Recovery attempts were unsuccessful, and a hard reboot of the machine was performed; however, the system remained nonfunctional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pockets had failed. The field service engineer (fse) identified bad connections and performed repairs. An issue was found in the e drawer that caused the entire communication sled to fail to detect any pixie bus devices. After extensive troubleshooting, the fse was able to repair the issue. Reseating the connections resolved the problem. The system functioned as intended after field service engineer repaired the device.